Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported the unit of measure setting of their locked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.